Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. Subsequently, the pump shut off due to insufficient power. The customer's blood glucose (gb) level was over 550 (mg/dl) with a high level of ketones. A manual injection was delivered by the contact at a healthcare clinic. Reportedly the customer had manual injections as alternate insulin therapy.